Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, the pump declared multiple power source alerts when the pump was plugged into a power source, despite using multiple wall adapters, usb cables, and power sources. The customer's blood glucose (bg) was 150 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.